Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer believed the occlusions were caused by pressure that was applied to the luer lock. There was no reported impact to the customer's blood glucose level. The customer declined to troubleshoot with tandem technical support as there was no occlusion at the time of the call.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.